Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to verify the reported issue and clear the flashing orange light on the carriage by performing a "stow" followed by a "deploy for draping" action. System was fully functional immediately after. Fse was able to identify an intermittent issue involving one of the black pins on top of the carriage when removing/replacing the sterile adapter, therefore proactive replacement of the universal surgical manipulator (usm) 2 was performed. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm2 was analyzed and in artemis, the 31087 error was found on carriage, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the components functioned as expect. The usm was then installed onto a pftp where all relevant testing was passed within specification. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia surgical procedure, the universal surgical manipulator (usm) 2 was flashing orange. Customer stated that the top and bottom of the usms had blue led's but the carriage in the middle was flashing orange. Technical support engineer (tse) recommended customer to clutch the usm and move the carriage through its range of motion and move the usm to a new position. Customer stated they had already tried that and moved the usm to multiple positions but the issue remained. Tse recommended customer try a hard reboot on the system, however, they had just performed a hard reboot before calling in and the issue persisted. Tse reviewed the logs but no errors were showing up at the time of the call. Customer stated they weren't getting any errors on the system. There was no report of patient involvement or patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.